Manufacturer narrative:
(B)(4). A visual analysis of the returned percuflex¿ urinary diversion stent found that the renal pigtail side of the stent was found bent/kinked. Moreover, the stent was also broken at the middle section. It is possible that the way in which the device was handled and manipulated during unpacking or preparation may have contributed to the failure encountered (stent broken). During manufacturing the units are inspected in order to avoid the failures found. Most likely, the damages found are consistent with one caused when catheter is being pulled; this may cause damage, deformities or device break. Therefore, the most probable root cause assigned to the complaint is ¿handling damage.¿ the device history record (DHR) review found that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a percuflex¿ urinary diversion stent was used during a procedure performed on (B)(6) 2017. According to the complainant, the stent was found kinked. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the stent shaft was found broken.